Manufacturer narrative:
Diagnostic functional testing was performed at the philips authorized repair facility. Results of functional testing indicate the opened up the device and was able to boot up with manual power supply. The speaker produced audible sound. Based on the information available and the testing conducted, the cause of the reported problem could not be replicated as no problem was found. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating a speaker malfunction inop and unable to hear sound on device. The device was in clinical use at the time of the event. No adverse event was reported.